Event description:
It was reported that the patient has some discomfort at the generator site, and the physicians suspected a possible infection. The patient underwent a CT, which reportedly was fine. However, the patient was referred for vns explant and cultures will be taken. Generator device history record was reviewed. The generator was sterilized and passed all quality control measures prior to distribution. No unresolved nonconformances were found prior to distribution. No known surgical intervention for the suspected infection has occurred to date. No additional relevant information has been received to date. Product return and device evaluation is not necessary as the reported infection is not related to the functionality or delivery of therapy of the device.

Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.